Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced infusion set tubing getting detached events on (B)(6) 2024. Location of detachment (i.e. Is detachment close to site location quick release/site connector tubing connector. Infusion set has been used for 6 days. The blood glucose level was 400mg/dl. No further information available.